Event description:
It was reported by service report that the nurse call battery was dead. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: nurse call back-up battery failed.